Manufacturer narrative:
Pump was received with a33 alarm at 4.0 lbs during prime/a33 test due to faulty fsr (gold).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.